Manufacturer narrative:
Although requested, the device was not returned for evaluation. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined.

Event description:
It was reported that approximatively three weeks after implantation of an intraocular lens(iol) into the left eye(os), the patient complained of glare and visual issues. Approximately two months after the onset of symptoms, the lens was exchanged with a different model iol. In the surgeon's opinion, the likely cause of the event was diffractive iol. Outcome of the patient is good.

Manufacturer narrative:
Additional information: g3, h2, h7, h9.